Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that incorrect measurement issue was observed. The device inquired false atrial fibrillation episodes. Programming change was made to turn off the alert. No patient consequences were noted.